Event description:
It is reported that the surgeon implanted a right side femoral component on the pt's left side.

Manufacturer narrative:
Eval summary: operative notes were provided and state that just as the cement hardened, it was noted the removal component appeared to be "somewhat mis-shapened". The right versus left component discrepancy was noted, and the knee was then placed through a range of motion for eval. The patella tracked centrally with no evidence of subluxation of dislocation, with no-thumbs technique. Good stability was noted up to 90 degrees of flexion. The surgeon elected to leave the femoral component in place to avoid risk of fracture or other injury to the distal femur. The box labeling for the component was reviewed, and found to clearly state "right" in two places: large, bold letters on the main, box end wrap label and within the body of the product description. Additionally, the component is identify as a "right" on all of the pt ID stickers provided with the device. The surgical technique instructs in the implantation section that "after the implants have been chosen, make one last check to ensure the femoral, tibial, and articular surface components match". This use of this product has been identified as off-label due to misidentification during the procedure. The device history records were reviewed, and indicate the device was manufactured, inspected, and packaged to specifications.